Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high, over 600 mg/dl at times. The customer is a brittle diabetic. The customer stated that no alarms for no delivery had occurred. The customer did not want to go to the hospital and did not want to troubleshoot for the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.